Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo o2 device. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo o2 device. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer service center, the customer's complaint was not confirmed. The service technician states that a maintenance required alarm was confirmed instead, along with four error codes found in the device's error log. Two of the error codes are considered reportable relating to an o2 proportional valve being stuck (active exhalation control module valve) and an oxygen blending module valve failure. The service technician states that the system printed circuit assembly (pca) board was replaced to address the priority error codes. Additionally, two non-priority errors were also found in the device's error log relating to a voltage failure and a proximal pressure line being disconnected. The device has been returned to the customer and no further investigation is required.